Manufacturer narrative:
Device evaluated by MFR: there was a complete circumferential tear 8mm proximal of the distal markerband. The proximal and distal sections of the balloon were still attached to the device. An examination of the markerbands found no issues. A visual examination of the shaft identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in a shunt within the moderately tortuous and severely calcified vein of the forearm. A 5.0 x 40, 40cm mustang¿ balloon catheter was advanced to dilate the lesion. However, during the third inflation at 24 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in a shunt within the moderately tortuous and severely calcified vein of the forearm. A 5.0 x 40, 40cm mustang balloon catheter was advanced to dilate the lesion. However, during the third inflation at 24 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.